Event description:
Dealer called in and stated the consumer alleges she was just sitting on the scooter when it took off and she was not able to stop the scooter which ran into a table, a friend and the wall. Consumer states the only way they could get the scooter to stop is to take the key out. The consumer was transported to emergency room and allegedly has a sprained right leg and was released from the hospital. No injury reported on the friend the consumer allegedly ran into with the scooter.

Manufacturer narrative:
The device was returned and evaluated. The extended evaluation states: the complaint of the scooter accelerating on its own and not being able to stop without powering the device off was not confirmed. The drive switched functioned normally as well as the device's electronic system. However, there was plastic remnant found in the drive switch control that suggested that something may have been wedged into or hung around the drive switch, which could have cause the switch to unintendedly actuate or become stuck.

Event description:
Dealer called in and stated the consumer alleges she was just sitting on the scooter when it took off and she was not able to stop the scooter which ran into a table, a friend and the wall. Consumer states the only way they could get the scooter to stop is to take the key out. The consumer was transported to emergency room and allegedly has a sprained right leg and was released from the hospital. No injury reported on the friend the consumer allegedly ran into with the scooter.